Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of reported issue was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that upon plugging in the device, the image displayed static, with red and black speckles and no visible image during inspection prior to use involving an olympus colonovideoscope. There was no patient involvement.